Event description:
(B) (4)

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found.

Event description:
It was reported that the patient received two inappropriate shocks on (B) (6) 2010. The patient was taken to hospital by "emergency". Additionally, the patient received multiple shocks at the hospital and was transferred to the ICU due to unstable conditions. The patient's health condition is "very bad". A new ICD system will be implanted. No further patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.